Event description:
Additional information received from the patient reported that she intermittently did not feel stimulation. This had been ongoing, but she had 50% reduction in symptoms. She never called her healthcare professional (hcp) at all. She increased stimulation and symptoms stopped. She was doing well now.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. Her symptoms prior to implant included incontinence, retention, and urgency. It was reported that on the day of implant, the patient stopped feeling stimulation. When programming was done she felt it for a little while that day, and since then she felt it faintly in some positions. Therapy was on and set on program 2 at 0.2. On (B)(6) 2016, she experienced a return of symptoms and a loss or change of therapy. She experienced the symptom of urgency the following morning and didn't feel she had relief for emptying. She spoke to her healthcare provider, who told her she could increase stimulation. She increased to 0.8, felt stimulation, and wanted to try it there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.